Event description:
It was reported that decreased sensing was noted on this right ventricular (rv) lead. The rv lead was successfully replaced, and the sensing values are within normal range. No additional adverse patient effects were reported. Additional information was received. This rv lead was successfully repositioned and remains in-service. Measurements remain in normal range post revision. No additional adverse patient effects were reported.

Event description:
It was reported that decreased sensing was noted on this right ventricular (rv) lead. The rv lead was successfully replaced, and the sensing values are within normal range. No additional adverse patient effects were reported.